Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the affiliate that the lcsk5 device stopped working during the procedure. Another device was used to complete the case. There was no consequence to the pt.